Event description:
A hospital in (B)(6) reported that an iw930 cosycot infant warmer is stuck at 100% power. The hospital reported that it is very difficult to turn the power down. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested further info to assist in our root cause analysis. We will submit our findings in a f/u report following completion of our investigation.